Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The customer did not know the cause of the high bg. The pump supplies were changed multiple times. Boluses and insulin pens were used to address the high bg. A pump system check was performed and no device issue were identified. The customer reported receiving a valid resume pump alarm on (B)(6) 2017 due to the customer suspending insulin longer than 15 minutes. The customer resumed insulin delivery after the alarm. No damage was observed with the cannula. Reportedly, the cartridge and infusion were changed after the pump system check was performed. The customer's current bg was 228 mg/dl. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. The customer acknowledged the advice.